Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21818. It was reported the patient was experiencing positional headache post procedure. There were no visible signs of csf leak. A blood patch was performed on (B)(6) 2020 to address the issue. Reportedly, the headache has been resolved now.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.